Manufacturer narrative:
The follow up report is being submitted to relay additional information and corrections received. The correction performed does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet ranawat/burstien acetabular shell size 54mm, unknown biomet modular head component, 28 mm dialmeter standard neck length, unknown biomet femoral component size 12mm dia 140 mm. Reported event was confirmed by review of the provided revision op notes which states the patient was revised due to poly wear. Osteolysis was also noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of right hip due to poly wear. Intra operative findings: there was significant soft tissue surrounding the acetabulum and minimal osteolysis.